Event description:
During use of the device for a non-clinical activity, the user reported the endoscope lens was blurry. No other details regarding the nature of the event were provided. Since the event occurred during non clinical activity, there was no patient involvement during this event.